Event description:
It was reported that a supple peri-guard was implanted after it was determined that the product was recalled. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H9: fa-2023-068, fa-2024-008. Should additional relevant information become available, a supplemental report will be submitted.